Event description:
It was reported the system had experienced a software problem, and a failure of the mother board. This would result in a no boot, system lockup, or shut down situation. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the motherboard needed to be replaced. The customer declined repair. No conclusion can be drawn as repair information is not available.